Event description:
It was reported that the blade separated. A 15mmx2.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci) procedure. During procedure, after using device it was recognized that balloon lost its blade. The procedure was completed with another device. There was no patient complications and patient fully recovered.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that the blade separated. A 15mmx2.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci) procedure. During procedure, after using device it was recognized that balloon lost its blade. The procedure was completed with another device. There was no patient complications and patient fully recovered. It was further reported that the balloon could not inflate.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.